Event description:
The customer reported to olympus technical assistance center (tac), there was no image on the evis exera iii video system center during preparation for use for an unknown procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
During troubleshooting with technical assistance center (tac) the customer reported to olympus, there was no image displayed on the second monitor. At the time of the call, the cabling was confirmed. After troubleshooting connections, the customer realized the defective cv-190 had been inadvertently connected and not the device from the other room. Once connecting the correct unit, the issue was resolved. The defective cv-190 was sent in for evaluation and the customer¿s allegation was confirmed. The failure had been caused by a faulty patient board set. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty patient board set could not be determined. The patient circuit board had the control function of the scope and transmission function of the image data. Olympus will continue to monitor field performance for this device.